Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Sample was re-ran with new cartridge and the result was negative. Recollected sample and again tested on veritor and result was negative, the remaining sample ran with new cartridge also resulting in negative result. Pcr testing was not used for confirmation. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Sample was re-ran with new cartridge and the result was negative. Recollected sample and again tested on veritor and result was negative, the remaining sample ran with new cartridge also resulting in negative result. Pcr testing was not used for confirmation. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0253773. D.4. Medical device expiration date: 12/17/2020. H.4. Device manufacture date: 9/15/2020. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0253773. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and the reported issue was unable to be confirmed. No testing was able to be performed on the returned samples. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.